Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty base assembly however was unable to reproduce the reported failure as the base assembly operated per manufacturer specifications.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that during usage to a patient an "o2 range error" occurred. The fio2 settings were 40% but the ventilator was reading 22%. The patient was placed on another ventilator and there was no harm. The o2 sensor calibration was performed and the ad value of 21% was around 500 and passed but the ad value of 100% was unstable and around 3200 and the calibration failed. The engineer replaced the base assembly (includes the blender) and resolved the issue.